Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0x12mm drug eluting stent to the circumflex (cx) artery, but was unable to cross the lesion. The lesion was pre-dilated with a 2.5x8mm powersail balloon. Upon removal of the stent it was noted that the stent strut was "out." No stent was crossed, the procedure was completed with a ptca. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the mfg records for this particular batch namely top assembly batch #8635780 found that the device met its material, assembly and product specs, at the time of release to distribution. Should further relevant info become available; a supplemental medwatch report will be filed.